Manufacturer narrative:
Additional information: d10, g4, g7, h2, h3, h4, h6, h10. UDI # (B)(4). The device was not returned for evaluation therefore the failure analysis to identify root cause to the end user's experience could not be determined. The device history record (DHR) showed no abnormalities related to the reported failure. The reported complaint was not confirmed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that an a2114 mayfield infinity xr2 skull clamp's spring snapped before a procedure on (B)(6) 2020. There was no adverse consequence as a result of the product problem.